Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "damaged cable". The reported event was confirmed during external visual inspection. Analysis of the device revealed that the device failed to meet specifications. The battery failed external visual inspection and passed functional testing. The battery cable had a broken outer sheath with exposed wires near the connector, however, still performed as intended. The most likely root cause of the damaged cable can be attributed to wear of the outer sheath as a result of excessive bending. The usage pattern most likely contributed to the broken outer sheath and the exposed cable wire. Per instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that this patient complained that the battery cable covering had damage just above the connector. The patient had placed electrical tape over the damage. The battery was replaced with no consequence to the patient.  No further information was provided.